Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated with blood in the balloon and shaft. The entire length of the midshaft (from the guidewire exit port to the midshaft to hypotube bond) was severely stretched. The guidewire exit port was damaged and kinked distal to the bond. The device could not be inflated due to the severe stretching of the shaft. A microscopic examination of the balloon material could not locate the leak. A section of one blade 1.5mm in length was detached from the balloon, 3.5mm proximal to the distal end of the blade. A section of a second blade 1mm in length was also detached 4mm proximal to the distal end of the blades. The detached blade sections were not returned with the device. No other damage to the device was noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that resistance was felt proximal to the lesion and, though the devices were removed as a unit, the flextome balloon was not stuck to the guide wire.

Event description:
It was reported that during a percutaneous peripheral intervention, removal difficulties occurred. The 80% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). They used a non-bsc device for the initial inflation but this balloon ruptured. After that, they tried to inflate the 4.00mm/1.5cm/140cm flextome balloon, but this balloon ruptured upon first inflation at 12 atms. While removing the flextome, resistance was felt between the tip of the sheath and the middle of the vessel. The physician withdrew the flextome and non-bsc guide wire together and the entire balloon was removed. Intermittent flush was used during the procedure. No patient complications were reported and the patient's status is good.